Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Visual inspection of the liners showed deformed areas. This damage likely occurred during the procedure. The shell showed no visible signs of damage.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2015. During the procedure, the liner would not seat in the cup. Another liner was attempted but was unsuccessful. As a result, a delay over 30 minutes occurred. A new cup and liner were used to complete the procedure.